Event description:
It was reported that during central processing, the monopolar curved scissors' pin was backed out in the distal tip. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the instrument was passed in and working, they said it felt tight/wasn¿t working right. Nothing visibly wrong with it at the beginning of the case. When they noticed something wasn¿t right with it, they pulled back/stopped actively working and you could see the most distal pin (closest to the joint of the scissors/where they intersect) was starting to dislodge. I believe it was the pin and elbow that functions to open and close the scissors. Nothing was wrong at set up or when the case started. Problems with it didn¿t occur until it was actively in use. It was still intact after coming out of the patient and the customer just replaced the instrument and tagged the defective one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a dislodged clevis pin at the distal end. The clevis pin stuck out at the wrist of the instrument. It appeared that the pin showed signs of attempting to be removed. The root cause of dislodged clevis pin is attributed to a component failure. Additionally, the monopolar curved scissors instrument was placed on an in-house system. The monopolar curved scissors instrument was recognized on an in-house system but, lives failed recognition testing due to not changing on the in-house system. The instrument lives read 3/10 on the in-house system. This failure is most commonly caused by the information in the rfid chip being corrupted. The root cause is not determinable/applicable. Signs of corrosion were also found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded instrument bearings is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the monopolar curved scissors (470179-19/k10220418 0022) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 8 uses remaining after the last procedural use. This complaint remains a reportable event due to the following conclusion: failure analysis confirmed the instrument's clevis pin was dislodged/sticking out. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.